Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(4) 2015, ventricular sensing integrity counts up to 21686; vt-ns episodes with evidence of lead noise oversensing and inappropriate shocks. On the (B)(4) 2015, rv pacing impedance rose to 1463 ohms up from a trend in the 900 ohm range. Rv lead integrity warning occurred on (B)(4) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more vt-ns episodes <(> <<)>220 ms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to possible lead fracture causing the sense of non-physiological intervals/noises. It was noted there was high impedance on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported the physician was complaining the implantable cardioverter defibrillator (ICD) had reached battery depletion early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.